Event description:
Journal reference: wolter t, kaube h, mohadjer m. High cervical epidural neurostimulation for cluster headache: case report and review of the literature. Cephalalgia. 2008;28(10):1091-1094. Cch is the most severe and distressing primary headache syndrome. In some cases, medical treatment fails and operative treatment options have to be considered. Our case, a male to our knowledge, is the first to describe scs as a treatment option for cch. It is less invasive than dbs, but more invasive than ons. It consists of an approved technique that can be easily performed and does not carry great risk. Reportable event: three years after implantation, there was a failure of the system due to battery loss of the impulse generator, which led to an immediate return of the background pain as well as the attacks. When a new impulse generator had been implanted, the system worked as effectively as before and there was instant pain relief. See MFR report# 2182207-2008-08180.